Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Event description:
The following additional information regarding the event was provided by the customer: the reported event occurred during the middle of a transbronchial lung biopsy (tblb) procedure for cancer in the left hilum. The user replaced the defective device with another similar device, recovered the fallen plastic pieces from inside the patient, and completed the procedure. The procedure was delayed by approximately 30 minutes due to the issue. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. The findings are as follows: the slit of the biopsy valve was broken. The size of the fragment that likely fell off into the patient¿s body was 3.5 mm×2.5 mm in size. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, when the instrument was inserted into the endoscope, or when the instrument was inserted and handled after insertion, it was inserted at an angle to the instrument. Then, an excessive load was applied to the base of the slit, causing the breakage, and subsequently resulting in the plastic pieces falling into the patient¿s body. The event can be detected/prevented by following the instructions for use (IFU) which state: caution: ¿angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Insert the endo-therapy accessory into the valve as straight as possible.¿ this supplemental report includes a correction to d9, e1, e2, e3, g2, and h3. B5 has been updated with additional information received from the customer. Also, additional information has been added to a2, a3, a4, a6, b2, b7, and d10. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, this single use biopsy valve broke, pieces fell into the patient's body and were quickly recovered. The procedure was completed with another device but, it took longer. There were no reports of patient or user harm associated with this event.